Event description:
It was reported to philips that the system gave an alert indicating "tube current out of range", which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips received a remote alert indicating tube current out of range. No further details are available about the nature of the issue. Service was no longer required as the issue was addressed in another case by replacing the tube. Therefore, no work was performed by the philips in the current case. The system was returned to use in good working condition. The codes were updated based on the investigation outcome.